Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta) to the artery, the balloon was reported to have ruptured before it reached nominal pressure. There was no reported patient injury. Multiple requests for additional information have been sent, however, to date none has been forthcoming. A non sterile powerflex 6 mm x 2 cm was received. The shaft had kinks. The shaft was broken, the edge were the shaft got broken appears as if it was manipulated with some kind of a tool. The balloon was not received. No other visual anomaly was observed on the received unit. A functional analysis could not be performed given to the condition of the received unit. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported balloon burst could not be confirmed; given that the balloon was not received for analysis. The exact cause of the kinks on the shaft as well as the rupture of the shaft could not be conclusively determined; it is likely that procedural factors could have contributed to these conditions found during the analysis of the received product. With the limited amount of information available and without films of the event it is not possible to draw a clinical conclusion between the device and the event. No corrective or preventive action will be taken; given that, the reported failure could not be confirmed, and the damages found on the shaft do not appear to be related to the manufacturing process.

Event description:
While inflating a powerflex p3 balloon, it suddenly burst. The balloon burst before it reached nominal pressure. There was no patient injury reported. Addendum ((B)(6) 2010 - (B)(4)) during analysis, it was noted that the balloon was not received and that the shaft was ruptured.